Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 170 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon receiving the pump, the distributor performed a history review. Intermittent malfunction alarms occurred and after clearing alarm, pump indicated a data log corruption. H6: code 3196 added h10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Correction: b3